Event description:
Pinnacle flx study. It was reported an incomplete seal was observed. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 22mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, as per the 45-day follow-up echocardiography findings there was an inadequate laa seal with the size of the largest residual jet around device reported as 7mm. No patient complications were reported. It was further reported the patient was discharged on aspirin and apixaban. On (B)(6) 2018, transesophageal echocardiogram (tee) revealed paced rhythm with jet size < or = 5mm and size of largest residual jet around device was unknown. On the same day, therapy with apixaban was discontinued and patient was started on prasugrel.

Event description:
(B)(6) study. It was reported an incomplete seal was observed. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 22mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, as per the 45-day follow-up echocardiography findings there was an inadequate laa seal with the size of the largest residual jet around device reported as 7mm. No patient complications were reported.